Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was not blood return during the use of a 5f exoseal vascular closure device (vcd). After unsuccessful attempts, manual compression was used for hemostasis. There were no reported injuries to the patient. The device was being used for closure after a cerebral angiography. Additional information was requested but was not provided. The device was not returned as expected.